Manufacturer narrative:
(B)(4). Date sent: 05/08/2023. B3: unknown, captured as awareness date. Batch # 826a00. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tct10 device was with the knob in the forward position with a reload loaded. The swing tab of the reload was found to be in the locked position and with 6 drivers up on the proximal end and 9 drivers up with missing staples along the staple line. In addition, the staple retainer was not returned for analysis. In addition, the device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. Due to the swing tab in locked position and the drivers up on the proximal end, is possible that an attempt to load the reload on the device was performed; as the firing knob was not returned to its home position while loading the reload. Also, it is possible that improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device. It should be noted that 100% inspection is performed by means of an automated vision system to ensure staples presence; the swing tab is present and unlocked. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 826a00, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a distal gastrectomy, knife did not move forward at 1st firing. The cartridge color was green. There is a possibility that the stomach has been enlarged due to chemotherapy. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.